Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pace impedance measurements greater than 2,000 ohms. There was also noise with oversensing and pacing inhibition. During laser lead extraction, the lead broke and the lead tip was surgically abandoned in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pace impedance measurements greater than 2,000 ohms. There was also noise with oversensing and pacing inhibition. During laser lead extraction, the lead broke and the lead tip was surgically abandoned in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned. As such, physical analysis has not been conducted in our laboratory. The tip of the lead remains in the patient's body, as was reported from the field. Based upon the clinical observations and the completed investigation, it was determined that the tip of the lead becoming detached was likely contributed to by a combination of factors including lead manipulation during extraction, lead design, and patient anatomy.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pace impedance measurements greater than 2,000 ohms. There was also noise with oversensing and pacing inhibition. During laser lead extraction, the lead broke and the lead tip was surgically abandoned in the patient. No additional adverse patient effects were reported.